Manufacturer narrative:
Investigation summary bd received ten (10) samples for investigation. The samples were were subjected to a visual functional test for proper activation. The samples do not confirm the reported issue of a defective locking mechanism (dlm) as all the samples were activated properly with no issues observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder that the saftey shield was breaking and falling on the patient lap. No patient impact.